Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent got dislodged. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that the distal section of the stent was damaged with stent struts pushed proximally exposing the balloon wall for approximately 4mm. Undamaged proximal section of the stent profile od (outer diameter) was measured using a snap gauge and was found to be within the maximum crimped stent profile specification. The distal edge of the bumper tip was damaged. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 3.00x28mm promus element ¿ drug eluting stent was advanced to treat the lesion. However, the stent got dislodged. No patient complications were reported and the patient's status was stable.